Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that biomaterial was found around the outlet of an impella 5.5 pump following planned explant. No intervention was required in regards to the biomaterial.

Manufacturer narrative:
The returned product was investigated. Biomaterial was found on the inflow cage. Dried blood was seen around the blue suture hub. No other abnormalities were seen. The complete pump was not returned, so further investigation could not be performed. Thrombosis: clinical details mention that biological material was found around the outlet area. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.